Manufacturer narrative:
(B)(4).

Event description:
It was reported that low sensing and high threshold were observed on rv lead. Lead dislodgement was noted under x-ray. The measurements were good after the lead was repositioned. The patient's condition was good.